Event description:
Event description to summarize the clinical event, we received information that this transvenous defibrillation lead was found to be fractured. The cause for the fracture was suspected to be subclavian crush. The decision was made to explant and replace the lead with a similar model defibrillation lead. To date, there have been no reported patient symptoms or therapy delivery issues associated with this clinical observation. The explanted lead was returned for analysis.